Event description:
It was reported that this cardiac resynchronization therapy defibrillator (cardiac resynchronization therapy defibrillator (crt-d) delivered 2 inappropriate burst of anti-tachycardia pacing (atp) and 5 electric shocks due to atrial fibrillation (af). Therapy got exhausted. The device remains in service. No additional adverse patient effects were reported.